Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic biliary stent placement in the bile duct procedure performed on (B)(6) 2022. During procedure, it was reported that when they attempted to deploy the flexima plus biliary stent, the release failed. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no "no adverse effect" to the patient. Investigation results revealed that the guide catheter detached, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Medical problem code: (B)(4). Initial reporter state: (B)(6). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached and stretched. The suture hole of the push catheter was torn. Additionally, it was observed that the push catheter presented some kinks. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that the guide catheter was stretched and detached, the push catheter was found kinked, and the suture hole of the push catheter was torn. These conditions evidenced difficulties through the process of deployment. It's most likely that user manipulation and/or some technique performed during procedure affected the push catheter causing the observed kinks, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter which may have taken the user to apply an extra force or technique that ended stretching the guide catheter and even detaching it, as consequence of the tough movement the suture hole got torn and these conditions evidenced that the stent may have experienced issues through the deployment. Therefore, all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.